Event description:
During the removal of broken sternal plates (previously reported on MDR 9610905-2016-00029) a rib plate was also discovered broken. All three broken plates were explanted.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.